Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead inadequate p waves and pacing thresholds were noted at different sites. The lead was explant and discarded. A new lead was implanted. No adverse patient effects were reported.